Manufacturer narrative:
Section b5: initial suspicion of a driveline short to shield and issuing of a unshielded patient cable is reported under MFR # 2916596-2019-00219. Manufacturer's investigation conclusion: the reported driveline faults were confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the driveline faults cannot be conclusively determined. The account reported that the patient has a known short to shield. The submitted log files contained spanning from (B)(6) 2021 01:12:58 to (B)(6) 2021 11:46:14 and (B)(6) 2021 15:15:15 through (B)(6) 2021 15:20:05, per the timestamp. Throughout the captured data, long strings of driveline faults were captured for the duration of the file. These alarms appeared to be consistent with the known driveline damage. A controller exchange was performed, and the driveline faults resolved for the remainder of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14nov2014. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline faults were confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the driveline faults cannot be conclusively determined. The account reported that the patient has a known short to shield. The submitted log files contained data spanning from 21apr2021 01:12:58 to 26apr2021 11:46:14, 26apr2021 15:15:15 through 26apr2021 15:20:05, and 15jul2021 21:26:32 to 30jul2021 13:17:49, per the timestamps. Throughout the captured data, long strings of driveline faults were captured for the duration of the file. These alarms appeared to be consistent with the known driveline damage. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14nov2014. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with known short to shield was seen in clinic with frequent drive line (dl) fault alarms in log history. There was no new external damage to drive line noted at the visit. There was no audible alarm and the controller was exchanged per recommendation. The log file from the new controller showed the dl fault had not returned but given time it would likely return. The new controller log file continued to show wire degradation to phase c. No x-rays were ordered. Patient signed do-not-resuscitate (dnr) / do-not-intubate (dni) and was not a surgical candidate.